Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target area was located in the forearm shunt. A 5.00mm/90cm/2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8 atmospheres upon dilatation. The device was removed from the patient's body and completed the procedure with another of the same device. No patient complications were reported.